Event description:
It was reported "the balloon did not inflate enough during an inflation test before use. Therefore, a new kit of the same lot was opened instead, which inflated properly during a test. However, when the catheter was used on the patient, the balloon did not inflate enough. As the product was out of stock, the procedure was terminated. No injury to the patient was reported." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon did not inflate enough" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon did not inflate enough during an inflation test before use. Therefore, a new kit of the same lot was opened instead, which inflated properly during a test. However, when the catheter was used on the patient, the balloon did not inflate enough. As the product was out of stock, the procedure was terminated. No injury to the patient was reported." Patient condition reported as "fine".